Manufacturer narrative:
Date returned to manufacturer on: unknown. The date received by manufacturer has been used. FDA notified?: the initial reporter also notified the FDA on 8/8/2017 via medwatch # (B)(4). A sample was received in the columbus plant for evaluation. Fluid was leaking past the stopper therefore failure mode is verified. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Leakage can be caused by the interaction between the barrel, the stopper, plunger rod bayonet and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. However, an absolute root cause for this incident cannot be determined. (B)(4).

Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there is leaking from the 60 ml bd¿ syringe with bd luer-lok¿ tip at the plunger end. There was no report of exposure, injury or medical interventions.